Event description:
It was reported that the insulin pump did not record a delivered bolus into the bolus history and would not take into consideration the active insulin time. The blood glucose reading was 150 mg/dl. The customer's husband stated that the blood glucose levels would rise mainly because of this issue. The customer did not show any signs of high blood glucose. It was also reported that the insulin pump alarmed no delivery 2 days prior. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime and no leak was noted. The customer declined to perform the high pressure test. Advised the customer to change the entire infusion set, reservoir and insulin. The customer called again later and reported that the no delivery alarm was resolved by a complete infusion set change. Advised replacement of the device for the history anomaly. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarms noted. The device was programmed with multiple bolus deliveries and all registered properly in the bolus history. No bolus history anomaly noted. The unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.